Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "tubing would not fill" and subsequently a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin. Customer changed out all supplies to resolve the issues, however, an occlusion alarm then occurred. Customer changed out all supplies again and successfully resumed insulin therapy. Customer's blood glucose (bg) level was 400 mg/dl.